Manufacturer narrative:
The complaint investigation for a false non-reactive result for one sample tested with the architect syphilis tp assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Complaint activity and trending review identified no issues or trends associated with the complaint issue. Device history record review for the complaint lot did not identify any related non-conformances or deviations. A retained reagent kit of the complaint lot was tested in a sensitivity setup. No false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on our investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot was identified.

Event description:
The customer obtained a false negative architect syphilis tp result. The sample generated 0.13 and retest on second analyzer 0.15 s/co on architect. The sample generated positive results on tppa and rpr methods. No impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list 8d06-77, that has a similar product distributed in the us, list number 8d06-31/-41. Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false negative architect syphilis tp result. The sample generated 0.13 and retest on second analyzer 0.15 s/co on architect. The sample generated positive results on tppa and rpr methods. No impact to patient management was reported.